Event description:
The surgery center reported that a laser vision correction patient was presented with stage 1 of diffuse lamellar keratitis (dlk) on right eye (od) at one day post op visit exam. Topical steroid dosage was increased. The patient commented that had good vision.

Manufacturer narrative:
The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.